Event description:
It was reported that the patient presented with an intrinsic rate in the thirties and forties with no pacing. The pulse generator was found in backup vvi mode. During interrogation, the device started pacing at 67.5 vvi. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.